Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm for 10 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications and the patient status was good post procedure.